Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. It was reported that the pt is resting comfortably. To date no pt/event details have been provided. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Event reporter stated she has had several fecal mgmt system controls that have leaked. It was reported to the event reporter by another nurse that he had female pt whom he placed the fecal mgmt sys device in and upon placement he noticed that the end user had a rectal fissure and removed device since contraindicated. No further information available and unk whether physical exam done prior to fecal mgr sys insertion or any procedures done to diagnose fissure after. It was reported to the reporter of the event that the pt had known rectal fissures prior to fecal mgmt system insertion per chart.